Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, occlusion testing, and a review of the alarm log were performed. The damaged power cord was identified during visual inspection. The cause of the condition was determined to be that the plug did not have a grounding plate. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.